Event description:
The optical module was reported by the customer as having the message "cable not working. Svo2 could not be measured". No patient injury was reported.

Manufacturer narrative:
The optical module was returned to an edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module and found that the error code was svo2 drifting. The svo2 value was found to be out of specification after in-vitro calibration was performed. The device history record for this device was reviewed and it was confirmed that all manufacturing requirements were met at the time of production. The root cause for the faulty cable could not be confirmed and the cable could not be repaired; therefore, the unit was decommissioned.